Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer perform self test and it was pass. Insulin pump error alarm second occurrence or on first occurrence if displacement verification test was not pass. Insulin pump error alarm return on third occurrence within 30 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.